Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail 12/2.75 mm balloon ruptured at 16 atms on the initial inflation. The lesion being treated was a calcified, 99% stenotic lesion in the left anterior descending (lad) coronary artery. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Aptient status is reported as 'good'.